Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1942, awareness date 21-oct-2015). It refers to a (B)(6) female consumer in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2014. Consumer reported essure left her in pain for the whole year she had it. She was (B)(6) at the time of the report, and underwent a hysterectomy to escape the pain. Since surgery, in (B)(6) 2015, she has not had one bit of pain. Product technical complaint (ptc) investigation result received on 12-nov-2015: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is:(B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert in this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed/identified. Moreover, the reported medical event is not indicative of a quality deficit per se. A review of similar cases is not applicable as no batch number was reported. In summary, a relationship between the reported medical event and a quality defect is excluded. Company causality comment this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and essure left her in pain for the whole year she had it. She underwent a hysterectomy one year after insertion, and the pain resolved. This event, interpreted as pelvic pain, was considered serious due to medical significance and is listed in the reference safety information for essure. After essure insertion, pelvic pain may occur. Given the positive temporal relationship, the lack of an alternative explanation, and since the pain resolved after hysterectomy, causality with essure cannot be excluded. This case was regarded as incident since a surgical intervention was performed. Based on the available information no product quality defect was confirmed/identified. In summary, a relationship between the reported medical event and a quality defect is excluded. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Product technical complaint (ptc) investigation result received on 12-nov-2015: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert in this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed/identified. Moreover, the reported medical event is not indicative of a quality deficit per se. A review of similar cases is not applicable as no batch number was reported. In summary, a relationship between the reported medical event and a quality defect is excluded. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and essure left her in pain for the whole year she had it. She underwent a hysterectomy one year after insertion, and the pain resolved. This event, interpreted as pelvic pain, was considered serious due to medical significance and is listed in the reference safety information for essure. After essure insertion, pelvic pain may occur. Given the positive temporal relationship, the lack of an alternative explanation, and since the pain resolved after hysterectomy, causality with essure cannot be excluded. This case was regarded as incident since a surgical intervention was performed. Based on the available information no product quality defect was confirmed/identified. In summary, a relationship between the reported medical event and a quality defect is excluded. No active follow-up will be pursued, as this case was identified during health authority website monitoring.